Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. There is no issues with zimmer biomet device, as the event was the result of a patient condition. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. There is no issues with zimmer biomet device, as the event was the result of a patient condition. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Medical product: biomet cc cruciate tray 71mm catalog # 141233 lot # j3842692 e1 vngd ps tib brg 71/75x12 catalog # ep-183642 lot # 772640 vngd ps open intl fem rt 60 catalog # 183104 lot # j3882188 customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2023-01753 0001825034-2023-01754 0001825034-2023-01755.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason in knee. Attempts to obtain additional information have been made; however, no more is available at this time.